Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of high blood glucose of over 500 mg/dl and believes that it may be due to stress. The customer indicated that she has made a lot of adjustments to the pump and declined to troubleshoot. Customer indicated that her average blood glucose was 180 mg/dl. No further information was given.